Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. The customer¿s blood glucose level was over 48 mg/dl. Customer stated that he called last night because the sensor went bad. Customer stated that his blood glucose and calibration was not accepted because it was too far off range. Customer stated that he waited about an hour and a half and then when he calibrated again he got change sensor. Customer stated that his sensor glucose after calibrating was around 128 mg/dl. Customer stated that bg was 125 mg/dl and the pump kept alarming him saying that he had a bg of 48 mg/dl. Customer stated that he is a cattle rancher and he does not have highs very often and he treats with pump and or manual injection. Customer stated that his blood glucose was 167 when he last tried to calibrated and he received a change sensor. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.